Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The exact cause of the event could not be conclusively identified. Probable causes of the peeling of the tissue pad: no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use warn: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". Medwatch 8010047 - 2020 -03979 was submitted for the first device used during the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the device and some tissue build up was noted on the jaws at the distal end side. The teflon pad was inspected and found that it was fully separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found charring on the probe unit. If additional information is obtained a supplemental report will be filed. Per the instructions for use: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
An olympus sales representative reported that the thunderbeat laparoscopic handpiece was failing immediately upon use. They thought it was a defective handpiece and replaced with a new thunderbeat handpiece. The second one immediately failed as well. Small pieces of plastic separated at the mouth of the device. The procedure was completed successfully using a third device. There was no injury to the patient. Report 8010047-2020-03979 is for device 1 of 2. This report is for device 2 of 2.